Event description:
Pt alleges being diagnosed with sarcoid in the lungs 1 1/2 yrs ago (i.e. 1989), she aches and hurts all over, she has a fever, her white count is high but is getting a bit better, she has burns on her right side, raw skin, a rash all over, her throat and tongue are swelling and she is sick. Reference mw006062, mw006062a.